Event description:
It was reported that the customer was experiencing high blood glucose levels. The reported blood glucose reading was 14.3 mmol/l. The customer felt that the insulin pump was not delivering the correct amount of insulin when delivering the basal rates. The customer also reported that she had the flu. The customer was advised to discontinue using the insulin pump until she speaks with her health care professional. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.